Event description:
It was reported, the screwdriver was stripped in the head of the screw upon final tightening 4 times.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.